Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 07/25/2016 a medtronic representative, following-up at the site, reported the navigation system performed as it should and experienced no issues with accuracy during the system check-out. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an inaccuracy occurred after going sterile. The surgeon confirmed accuracy prior to going sterile, prepared the sterile field, began the procedure and when it came time for navigation, deemed being approximately 6-8 inches inaccurate. In trouble-shooting, the site confirmed they placed the sterile frame on the articulating arm properly and that it was not flipped upside down. The site attempted another sterile frame, however, they found that frame had bent sphere posts. The surgeon opted to discontinue navigation and completed the procedure without the use of the navigation system. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 5 minutes there was no impact on patient outcome.